Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: "laparoscopic colectomy. " event description: "this is a complaint from the market. (B)(4). After we receive this unit, it was returned to the facility because of their request and because it's their property now. Once we receive it again, we will return it to amr. Please refer to the complaint sheet for detailed information. Septum fragmentation. Report from the sales rep: the doctor noted a black material inside abdominal cavity right after 10 mm rigid telescope inserted into the trocar. He/she observed the missing section on the septum during an inspection. The fragment was removed from patient. They had difficulty in determining whether or not the fragment matches the missing section on the septum. [A competitor laparoscopic instrument] was also used in this surgery and the cap for cleaning of [competitor laparoscopic instrument] was fragmented. They hope amr and [competitor] to investigate this incident. Initial investigation report: the event unit was returned to us and visually inspected. The septum was fragmented(fig.1). The returned fragment(size:1.0 mm x 2.0 mm fig.2) is similar to the missing section in shape. The unit (one trocar and one fragment) was returned to the facility because the unit is their property now and they demanded that they want [competitor] to investigate whether or not the fragment is from [laparoscopic instrument] firstly before the unit is returned to amr. After inspection by [competitor], one(1) trocar and one(1) fragment will be returned to amr for further evaluation. Please wait to send rga label. We will update this complaint sheet and cer form once we receive the unit again. (B)(4)." Type of intervention: "the fragment was removed from patient." Patient status: "no patient injury."

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a rubber fragment. Visual inspection confirmed the complainant's experience of seal component separation. The rubber fragment completed the missing portion on the septum, a rubber component of the seal. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by an instrument. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.